Manufacturer narrative:
Initial.

Event description:
It was reported that the pump¿s touchscreen was found cracked upon waking, after which the screen was unresponsive to touch; the issue involved a fracture of the touchscreen component and the user was unsure whether the device was rolled on or dropped. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.